Manufacturer narrative:
A partial lead with the connector portion measuring 13.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the right ventricular lead was explanted.

Event description:
New information received from the clinic stated that the right ventricular lead was cut and capped on (B)(6) 2019. The lead was not explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for scheduled pulse generator change procedure. Prior to the procedure, the physician noticed the right ventricular lead exhibited noise. On (B)(6) 2019, the lead was successfully capped and replaced. The patient's condition remained stable.